Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had dislodged. When the physician repositioned the rv lead, the lead exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that using a fresh stylet, it stopped at 1.5cm, due to the distal conductor being distorted and fractured (spin) in the connector. No further stylet test possible. Outer and inner insulation is cut at 14.5 and 16.2cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had dislodged. When the physician repositioned the rv lead, the lead exhibited high impedance. It was also noted that while attempted to reposition the lead, multiple stylets were attempted as the stylets were bending when being inserted into the lead. One stylet had protruded through the lead insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.